Manufacturer narrative:
The display was blank due to corrosion inside the battery tube.

Event description:
It was reported that the insulin pump alarmed failed battery test. The reported blood glucose reading was 258 mg/dl. The battery was wet when it was removed from the insulin pump. Nothing further was reported.